Event description:
It was reported the pump of the device recognized the 10-milliliter syringe as a 1-milliliter syringe and inaccurately gave medication over the wrong amount of time. Registered nurse stopped medication during administration when she noticed that the syringe seemed to be running out too quickly. The infusion was supposed to run 9.9 milliliter over an hour; however, since it recognized the syringe as a 1 milliliter not 10 milliliter it ran 5 milliliters not 0.5 milliliters, giving the patient a bolus not over the 9.9milliliter/hour rate. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received via email from customer on 26-jul-2022 and attached in complaint: serial number (B)(6) is what was reported and is in record. The pump has been reportedly returned to service. This additional note from clinical engineering technician (ce tech) was added: after checking the infusion and alarm history and inspecting the pump, as far as I can tell it seems to have a bad barrel clamp sensor or it has come loose (this senses the size of the syringe) and it has broken left and right plunger cases. If the barrel clamp sensor malfunctions, it cannot properly determine the presence or size of the syringe being used. Ce tech awaiting parts to repair, test and return to service.